Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the patient's battery was overdischarged. They had been in and out of the hospital for the last year and therefore were unable to charge their ins. Additional information was received from the healthcare professional and the manufacturer¿s representative: the overdischarge has not been resolved, the patient declined. Additional information from the health care provider (hcp) via a manufacturer representative notes that the code seen was "0x2618". A trickle charge was performed and the power on reset (por) was cleared. The issue was resolved. No further complications were reported.